Event description:
It was reported that an autopulse nimh battery with s/n (B)(4) led was not illuminating. Also the battery charger red led illuminated when the battery was inserted into the bay. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation. If product is returned to the manufacturer, a supplemental report will be filed.